Manufacturer narrative:
This report is sent with updated customer reporting institution information.

Event description:
This report is based on information provided by field service engineer fse, service engineer, software engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the display switched from an ECG displayed to ¿ECG disabled¿. The crew transitioned the patient to a different tempus pro without delay to the patient care.

Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during transport of a seizure patient, the display switched from an ECG (electrocardiogram) displayed to ¿ECG (electrocardiogram) disabled¿. The crew transitioned the patient to a different tempus pro without delay to the patient care. A loaner device has been provided to the customer.

Event description:
This report is based on information provided by field service engineer fse and had been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during transport of a seizure patient, the display switched from an ECG displayed to ¿ECG disabled¿. The crew transitioned the patient to a different tempus pro without delay to the patient care. A loaner device has been provided to the customer.